Event description:
It was reported that there were episodes of non-sustained right ventricular oversensing noted on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event.